Manufacturer narrative:
The reported events of lead damage and noise were not confirmed. Final analysis found that as received, a complete lead was returned in one piece for analysis. Upon visual and x-ray examination, there were no anomalies found to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specifications. The lead connector passed insertion testing into the test implantable cardioverter defibrillator (ICD) device and connector sleeve. The dimensional analysis of the connector boot was measured within the product specifications.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular lead exhibited noise. The lead was also damaged due to cut. The lead was exchanged during the procedure. There were no consequences to the patient.